Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power connector is corroded can't extract info. There was no patient harm or injury. During the device evaluation, the device was visually inspected and scrapped. The power connector of the unit is corroded, and the unit can't extract info, corrosion on metallic surfaces, and additionally, contamination of dust/dirt was found on the inside of the device. The third-party service center was unable to confirm the complaint. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.